Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pin/screw inserter broke while surgeon was inserting screws into sizer. Some fractured pieces fell into the patient. All pieces were retrieved. No patient impact.

Manufacturer narrative:
Upon additional review of the reported malfunction, a prior sentinel event for malfunction causing serious injury was not identified pertaining to this device. The initial report was sent erroneously and should be considered void.

Event description:
No additional information at the time of this report.